Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed motor error last night. The motor error alarm occurred on a repeated basis. The patient's blood glucose at the time of incident was 512 mg/dl, which was treated via manual insulin injection. Troubleshooting was declined for the high blood glucose. Troubleshooting could not occur for the motor error alarm either since the customer was currently at school and not present at the time of call. No products were returned or replaced at this time.